Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was reformed for the affected lot number of the needle holder without showing any abnormalities. Furthermore, it was reported that the suspect medical device was previously repaired/serviced by an unauthorized service center. The case will be closed from olympus side with no further actions but the reported phenomenon will be recorded for trending and surveillance purposes. In addition, the user will be informed that the olympus medical devices may only be repaired/serviced by an authorized service center.

Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic laparoscopic procedure, the jaws of the needle holder broke and a fragment fell inside the patient's body cavity. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with a similar device and there was no adverse event or patient injury.